Event description:
It was reported that the patient presented to the clinic with complaints of a stomach ache. Upon examination it was observed that the patient's heart rate was in the 40's. Pacemaker transmission revealed the right ventricular (rv) lead displayed high impedance. A chest x-ray revealed the lead was fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).